Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 95-114 mg/dl.